Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The processor was inspected and tested but service was unable to reproduce the phenomenon reported by the customer when functional tests were performed. The device was returned to the customer without requiring any repair. It is likely the reported issue was caused by something other than the cv-190. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during a procedure, the evis exera iii video system center display an intermittent image. The issue caused a thirty second delay. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus (B)(4). The evaluation was unable to confirm the reported event of image drop out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.